Event description:
It was reported that during a percutaneous coronary intervention, balloon damage and withdrawal difficulty occured. Vascular access was obtained via radial artery. The 50mm in length, 80%- 90% stenosed target lesion was located in the moderately calcified, mildly tortuous and 2.5mm in diameter left anterior descending (lad) artery. The target lesion was predilated using a 1.5mm x 15mm, 2.0mm x 15mm, 2.5mm x 15mm and a 2.5mm x 13mm non bsc balloon catheters. Then a 2.50mm x 24mm promus element stent was advanced deployed in the lesion. Upon removal of the device, the balloon "fractured" and was stuck. The physician took out the fragment using twisted wire technique. After retrieving the fragment, a non bsc stent was deployed at the mid segment of the lesion and overlapping with the deployed 2.50mm x 24mm promus element stent. Residual stenosis was 0%. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).